Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report: 3006705815-2020-30995. It was reported that infection of the wound was observed on the spinal column, implantable pulse generator (ipg) pocket site and in the extension site area. An ipg has not been implanted yet since patient is in trial phase. Patient was given oral antibiotics with daily control of the wound and inflamed sites. No additional information is available at this time.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.